Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 vticm5_12.6,-10.5/+4.5/97 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was removed and exchanged with a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro centrifuge vial. Visual inspection found the lens with no visible damage as well as residue and debris on lens surface. (B)(4)

Manufacturer narrative:
Conclusion code: previous code is not applicable. This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm. (B)(4)